Event description:
It was reported that the insulin was squirting out during the prime process. The insulin pump alarmed during the prime process. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to protruded/loose drive support disk. The insulin pump received with scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.